Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump was intermittently not vibrating for alerts/alarms. Customer¿s blood glucose level was 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with xxx units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was xx mg/dl.